Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt remains implanted. This is the final report.

Event description:
During the review of the pt's medical records, the company was informed that the pt reportedly had a hematoma at the implant site following implant surgery. The pt was directed not to use the device for a few days and to apply a sterile dressing on the site. The pt was prescribed cefadroxil for 7 days.